Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012. The fse replaced the low vacuum regulator and cleaned solenoid wire connections 25, 27 and 29. The solenoid 29 which controls pinch valve 21 and is responsible for the needle bellows drain was corroded and that was the reason the needle bellows overflowed. The 60 psi regulator was also adjusted. Repair was verified and the system was validated. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the leak is attributed to corroded solenoid 29 which malfunctioned and caused the needle bellows to overflow. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported they have had to clean up dried clenz once a week on their coulter lh 500 hematology analyzer, and have now noticed approximately 2-3ml of clenz has leaked from the base of the needle. The operator was wearing gloves, a lab coat and eye protection when she cleaned up the leak. There was no exposure to open wounds or mucous membranes and the operator did not seek medical treatment. There is an exposure control or risk management plan in place at the lab. Patient sample results were not affected by the leak. There was no death, injury or change to patient treatment attributed to this complaint.